Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator displayed a code 1007 which is indicative of indicative of a short circuit condition was detected during shock delivery. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery appeared to be depleting more quickly than expected and long charge times were observed, noting possibly due to magnet use. It was noted that the patient is in hospice. The device remains in service. No adverse patient effects were reported.